Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and performed the barcode scanner functional checks and did not find any issues with the instrument. The instrument was tested without problem and was returned to expected operation. Customer will monitor for additional events.

Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).